Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported on (B)(6) 2016 their trial wasn't effective so they had to go back into the healthcare provider (hcp) on (B)(6) to "redo" the lead since the hcp thought it had moved/dislodged when they transferred them from the operating table to another table. It was noted the trial wasn't successful after the revision either as stimulation was only in their legs, and not in their back.